Event description:
Patient was having a left arm arteriogram in ir (interventional radiology). When removing the angioplasty balloon through the sheath there was resistance which then gave way. When the balloon was inspected outside of the body, it was discovered not be intact. We then x-ray over the patient's abdomen and saw the remainder of the balloon. Doctor then used a 10mm snare to advance over the remaining balloon fragment and guidewire and was able to retrieve the pieces through the existing sheath. We then continued with our procedure as planned.